Manufacturer narrative:
No conclusion code available; the reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to a depleted battery. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis. An internal anomaly within the battery was found to be the cause of the battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow-up, the programmer was unable to communicate with the device. Device was noted to be at eri. The device was explanted and replaced without any complication. Patient is doing well.